Manufacturer narrative:
An urgent medical device correction (umdc) entitled "easylink informatics system: limitations and software anomalies" was sent to us customers in july 2013 to notify customers that under certain conditions the system may not perform as intended, causing the release of results to the laboratory information system (lis) that should be held for manual review due to auto-verification rules or the delay/omission of result transmission to the lis. The umdc requires customers to have a service pack update to easylink 5.0 service pack 5.1.1.

Event description:
The customer observed three successive quality control (qc) results that were out of range by two standard deviations. The easylink informatics system has a 2(2s) rule, where an error message is produced when two successive qc results are out of range by two standard deviations. The error message did not appear after the first two out-of-range qc results, but did appear after the second and third out-of range qc results. There are no reports of patient intervention or adverse health consequences due to the easylink informatics system not producing an error message after the first two out-of-range qc results.